Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor code prompt was received during a sensor session. It was indicated that the sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.